Manufacturer narrative:
(B)(4).

Event description:
It was reported that one day post implant, the right ventricular (rv) lead was found to be dislodged. The dislodgement was noted via a routine x-ray. A revision procedure was performed where the rv lead was successfully repositioned. The lead remains in service and no additional adverse patient effects were reported.